Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0112 movement disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a sensor error occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was unresponsive to messages, and the parent was unable to view the continuous glucose monitoring (cgm) readings on their follow app. Concerned, the parent entered the patient's room and found him slow to respond to questions. Upon turning on the light, the parent observed that the patient appeared ghostly pale. She immediately checked his phone, which displayed a cgm reading of "low," followed by an alert. The parent reported a sensor error with the cgm. She promptly called 911 and administered baqsimi (nasal glucagon) to the patient. The patient was dizzy and unable to stand. Upon arrival, paramedics treated the patient with intravenous dextrose. Following the treatment, the patient became more alert, regained color, and was tested for covid-19, flu, respiratory syncytial virus (rsv), and strep, all of which returned negative results. The patient recovered and was reported to be fine after the incident. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.